Event description:
The patient was undergoing a coil embolization procedure in the uterine artery using a pod coil, a non-penumbra microcatheter, and a guidewire. During the procedure, the physician advanced the pod coil to the target vessel using the microcatheter; however, the pod coil did not properly form in the target vessel, and the physician determined the coil was too large. While retracting the pod coil out of the microcatheter, the pod coil unintentionally detached. Therefore, the microcatheter containing the detached pod coil was removed from the patient, and the microcatheter was flushed on the back table. The procedure was completed using a smaller sized pod coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned pod coil confirmed a detached embolization coil. Further evaluation revealed that the pusher assembly ddt was fractured at the pusher assembly distal tip. If the device is retracted against resistance, damage such as this may occur. This damage likely contributed to the unintentional detachment. Based on the reported event, the root cause of resistance could not be determined. Further evaluation revealed offset coil winds on the embolization coil. This damage was incidental to the reported complaint and may have occurred after removal from the procedure. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.